Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted bloody and no other anomalies were noted. On the functional evaluation, the balloon was successfully inflated using an in-house presto inflation device but the deflation of the balloon was unsuccessful. Under the microscopic observation, the balloon was cut and noted each side of the port holes and the glue bullet was also noted to not be seated in the correct position. No other functional testing was performed. Therefore the investigation for the reported inflation issue was unconfirmed, as the balloon was successfully inflated using an in-house presto inflation device. The investigation for the reported deflation issue was confirmed, as the balloon was failed to deflated upon deflation using an in-house presto inflation device. The investigation for the reported difficult to remove remains inconclusive, as no functional testing was performed for difficult to remove. A definitive root cause for the reported inflation, deflation issue and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had failed inflate and deflate. It was further reported that the device had difficulty in removing. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed inflate and deflate. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2023), g3, h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed inflate and deflate. The procedure was completed by using another device. There was no reported patient injury.